Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The correct test loud glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No blood glucose meter anomalies noted during testing. Pump error 53 was present in the format history file due to hardware issue (memory corruption) on software engineer. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and partially broken off belt clip rail.